Manufacturer narrative:
An extensive engineering investigation was performed by the resmed manufacturing facility in (B)(4). The investigation determined that the device failure to complete its internal self-test was due to a faulty non-return valve (nrv) in the pneumatic block. The pneumatic block is replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to the resmed service center in (B)(4) that an astral pneumatic block failed to pass its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.